Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging pressure in forehead, stuffy nose. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that pressure in forehead, stuffy nose. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed unknown dust/dirt contamination present on all surfaces of the base unit, here is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. An internal visual inspection of the device was completed by the manufacturer and observed an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, but observed the presence of contamination in the airpath.